Event description:
Customer reported the tube was making arcing sounds. No pt injury was repored.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank. System operates as intended.